Manufacturer narrative:
Product analysis: the device remained implanted, therefore no product analysis can be performed. Conclusion: the event did not indicate a potential manufacturing issue. Conduction disturbances, such as left bundle branch block, are known potential adverse effects per the evolut r instructions for use (IFU). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the information available. An arrhythmia, does not indicate a potential manufacturing issue. Arrhythmias are generally a result of known potential adverse effects evolutr IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. In this case, the patient did not require any treatment and no other adverse effects were reported. The patient had an increase in c-reactive proteins with no focus of the infection found, and no evidence of endocarditis. The patient was prescribed antibiotics and five days later was resolved. Hospital-acquired infections resulting from transcatheter aortic valve implantation (tavi) procedures can generally be attributed to a number of patient-related and procedure-related factors rather than device-related factors. In this event, the infection was reported as procedural and unrelated to the medtronic valve. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated a left bundle branch block (lbbb). No treatment was provided; the patient was placed on a 24-hour electrocardiogram (ECG) monitor. Three days after the implant an electrocardiogram (ECG) indicated an atrial arrhythmia. It was reported that the patient has a past medical history of paroxysmal atrial fibrillation (afib). No treatment was reported. Additional information was received that the day following the valve implant and unknown infection occurred. There was an increase in the c-reactive protein (crp) but no focus of the infection could be found. There was no evidence of endocarditis. Intravenous (IV) antibiotics were provided and prolonged the hospitalization. The adverse event was reported as resolved 5 days following the valve implant procedure. The patient was discharge 2 days following resolution of the infection. The infection was reported as procedural related and unrelated to a medtronic product. No additional adverse patient effects were reported.